Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that the patient has lost 40 pounds and is having trouble charging. The physician replaced the patient's ipg and relocated with pocket. The patient is doing well following the revision.